Event description:
It was reported that after two successful passes of the ptd through a loop graft, the outer catheter separated at the hub during the third pass. The ptd was removed without any complications.